Manufacturer narrative:
(B)(4). Batch #unk. Additional information was requested and the following was obtained: there was unformed staplers at the end of the jaw (side of lung). There was no problem for the patient. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic pneumonectomy, the staples at the proximal end of the cartridge (on the lung side) were deformed, and oozing occurred at the first firing on the lung parenchyma. The amount of the bleeding was unknown. No blood transfusion was required. Endoloop was used to stop bleeding. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.